Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that while trying to insert the glenosphere the surgeon broke the post off of one of the glenospheres and stripped the threads out on the second glenosphere.

Manufacturer narrative:
The complaint description states that the post off of one of the glenospheres. Examination of the returned device(s) confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.